Event description:
A tego® connector reportedly leaked through the venous line after opening the clamp. The customer stated that there was no attempt to insert the saline solution into the catheter using the tego with a closed clamp; the clamp was open, and still, it was not possible to insert the saline solution. The product was replaced with one from the same lot, and after the replacement, there were no further issues. The event occurred during patient use, however no harm was reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation. However, a video was provided by the customer and evaluation of the video is pending. Initial reporter email: (B)(6). Additional contact: (B)(6).

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could be confirmed from the video received. However, without the return of the sample a comprehensive review cannot be performed, and the probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.